Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of the custom tubing pack line 5 of the tubing "popped off" of connector and air was introduced to the patient. Patient was treated with CPR for 7.5 minutes. The circuit was de-aired and re-initiated. Patient was extra corporeal membrane oxygenation (ECMO) dependant and has an oxygen saturation (sa02) of 6.

Manufacturer narrative:
The tubing disconnected just right of the stopcock the issue occurred after several days of use. The user used this product outside of its indicated use, the indicated use is up to 6 hours and it was stated it was used for several days. If information is provided in the future, a supplemental report will be issued.